Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken. Conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -6/2/084 diopter, tore/broke before injection/delivery in the patient's left eye (os). The surgeon stated "everything is fine, patient is happy." On (B)(6) 2016, patient's uncorrected visual acuity (ucva) was 20/20.